Event description:
It was reported that occlusion alarm occurred. Reportedly, the customer replaced the pump supplies to resume insulin therapy. Customer's blood glucose was 146 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.